Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low and high blood glucose. Customer¿s low blood glucose level was 44 mg/dl. Customer¿s high blood glucose value was 444 mg/dl. Customer treated with insulin injection for high blood glucose. Customer decline troubleshooting for high and low blood glucose. The product will not return for the analysis.